Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl and 446 mg/dl. The customer's current blood glucose was 156 mg/dl. The customer was treated with insulin pump and manual injection. Customer reported that insulin pump had received a no delivery alarm. Customer reported that alarm did not occur during manual prime and reported event was resolved by changing complete set. Customer declined to check for the presence of leaks or air bubbles in the tubing. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.